Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that one week following an intraocular lens (iol) implant procedure the iol was exchanged for another iol. The patient reason provided was "can't see" and the clinical reason provided was "wrong lens power". Additional information has been requested.